Manufacturer narrative:
As received, a complete lead was returned in one piece. Hi-pot testing found an internal short consistent with damage occurring at time of procedure. Electrical testing did not find any indication of conductor fractures. The reported events of loss of sensing, loss of capture, and low pacing impedance were not confirmed. Visual inspection of the lead found the suture sleeve to be cut/damaged occurring at time of procedure. The reported event of suture sleeve damage was confirmed. All damages found are consistent with occurring at time of procedure.

Manufacturer narrative:
His product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device interrogation in clinic, a loss of sensing, a loss of capture, and low pacing impedance was noted on the right ventricular (rv) lead due to suspected damage near the suture sleeve. The rv lead was explanted and replaced. The patient was stable.